Manufacturer narrative:
Na.

Event description:
Customer service received a complaint via voice-mail. When the call was returned the customer said he had purchased a piece of equipment at an auction and was inquiring about the manufacture date and purpose of the equipment as he had received 3rd degree burns after using it. When he was told it was a medical device and asked additional questions, the customer ended the call. No information other than the unit serial number was able to be gathered. Additional attempts to contact the customer were unsuccessful.